Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device keeps displaying an error following damage sustained by the mainboard. There is no reported patient involvement.